Event description:
Investigation included review of device history, user troubleshooting, device exchange logistics, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. Further evaluation identified evidence of a likely fluid ingress event leading to bluetooth communication malfunction and corrosion-related failure consistent with water exposure. Based on these findings and previously established trends in similar reports, it was concluded that the most probable cause was environmental exposure to liquid resulting in malfunction of the device¿s bluetooth communication hardware.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.